Event description:
Patient had a total knee system implanted. The plus vks system failed due to lack of cement and baseplate bonding. As a result the patient's total knee system was replaced.====================== health professional's impression======================the cement should have bonded to the metal base plate, and it did not causing the device to fail.